Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of around 400 mg/dl. She changed out the tubing. The sensor base remained on the pedestal when the serter was pulled away. The device was not returned.